Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter had a low flow after implantation. The patient was in the intensive care unit (ICU) with vein stenosis and was heavily manipulated, making it difficult for the catheter to pass and only through the femoral access. The catheter was implanted and was removed on due to a low flow. Another catheter was implanted and was removed again due to the same issue. One catheter has been implanted again. There was no reported patient injury.